Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that power button on keypad unresponsive; front case w/keypad replaced. Software version as found 9.12.4; as left 9.12.4. The probable root cause of the reported issue was due to electrical failure of the assy case front w/keypad 8015 ls. A review of the device history record showed the device had a manufacture date of 25apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Updated d10: as product was received. The affected device has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.